Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating that some plungers exhibited an excessive oily substance. To support the investigation, one sample in an opened blister package and six photographs were submitted for evaluation by the quality team. A visual inspection was conducted on the returned sample. The syringe's rubber stopper showed signs of lubricant overflow. The six accompanying photographs corroborated the condition observed in the sample. No additional defects or irregularities were noted. This condition is consistent with potential drooling from the lubricant nozzle during application. A review of the device history record (DHR) was completed for material number 309653, lot 5142409. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the lubricant application process confirmed that the equipment settings were within specification and the nozzle was functioning properly. Based on the investigation and analysis of the returned sample, the condition reported by the customer has been confirmed.

Event description:
It is reported excessive oily substance. Event description: material # 309653 batch # 5142409 I¿m following up regarding a previously reported concern about sticky plungers in sterile syringes. Unfortunately, this issue has reoccurred and appears to affect multiple syringe sizes, including 10 ml and 50 ml. We¿ve observed that some plungers have an excessive oily substance on them, which compromises their sterility and usability. While most syringes in a box may appear normal, occasionally one will be affected¿this inconsistency is particularly troubling in our practice, where even a single compromised syringe poses a serious risk. We are unsure of the specifics of your quality assurance program, or the type of lubricant used (if any) on the plungers. However, based on our observations, it seems that some syringes may exceed acceptable limits for residual lubricant.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.